Event description:
Pt on dialysis machine when in first 5 min of treatment, system shutdown. Rinsed pts blood back manually lost 100 cc. Upon investigation it appears the cobe dialyzer membrane filter failed (hg 500) model. Blood throughout machine. Pt not injured.